Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for m5336t309 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that there was a loose connection between the double swivel elbow male connector and the flex straight catheter mount. This was found during the second suction. The device was replaced without any issues. No injury to the patient.

Manufacturer narrative:
One used halyard suction catheter sample was received without original packaging. Received with the sample was the catheter mount (an intersurgical product). The sample appeared to be in generally clean condition. The connection of the mating components was checked. The connection of the hyh flex connector to the double swivel elbow male insert (dse) does not display any connection issue. The connection of the hyh flex connector to the returned intersurgical flex connector does not display any connection issue. The evaluation of the returned sample did not confirm failure reported, therefore a proper root cause has not been identified. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4)